Manufacturer narrative:
The baxter technician found the aux power cord needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on feb 10, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the aux power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
A company representative service personnel contacted technical service to report that the totalcare frame aux power cord was cut off. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.